Event description:
It was reported that the user experienced sustained hyperglycemia after sleeping without reconnecting the ilet and later struggled with manual syringe use and teflon infusion set handling. Blood glucose (bg) was reported as high as 532 mg/dl, and a subcutaneous insulin pen was mentioned, with subsequent readings in the high 300s while back on the ilet. Symptoms included hyperglycemia, dry mouth, and body aches with a sensation of chest tightness. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure and failure to reconnect to ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error that caused or contributed to the event.